Event description:
The customer reported that the system displayed a high ma reading and then says push any key. This happens intermittently. No patient injuries were reported.

Manufacturer narrative:
The ge service rep performed a filament calibration, checked and verified battery condition. He checked and verified the system was fully operational by taking several high level fluoro x-rays and observing images. No problems or errors were noted.